Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
Customer reported he experienced low blood glucose and was assisted by the paramedics. Blood glucose value was 41 mg/dl; treated with glucose injection. Customer stated he has experienced multiple low blood glucose events in the 40 mg/dl range after he changes his set for the part 3 months. The drive support cap is recessed. The customer was not disconnected during the rewind/prime sequence. Reservoir is showing the same amount of insulin as shown on the status screen. The insulin pump was not exposed to a magnetic field. Customer has been monitoring the insulin pump for the last 14 days and after this event he wants it replaced. He changed his set and about 6 hours later he had a low reaction. He has talked to the doctor and have not found an explanation. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.